Event description:
Information was received from a representative regarding a patient in (B)(6) who received morphine 20 mg/ml via an implantable pump. The dose at the time of the event was not specified. It was reported that the pump experienced a low battery reset and safe state. The patient experienced a return of pain. Pump logs from (B)(6) 2017 indicated that on (B)(6) 2017 at 09:06 a rest occurred and the pump went to safe state also on (B)(6) 2017 at 09:06. The same pump logs indicated the morphine dose at that time was 0.125 mg/day and the estimated elective replacement indicator (eri) was 10 months. The pump¿s dosing was reprogrammed to 10.453 mg/day on (B)(6) 2017. The pump was scheduled to be replaced. No further complications were reported/anticipated.

Event description:
Additional information was received. It was reported that the patient¿s age and gender could not be provided as the information is confidential in (B)(6). No further complications were reported and/or anticipated.

Event description:
It was further reported that the estimated eri of 10 months was earlier than expected. Troubleshooting included several updates were tried to restart but this did not work. The cause of the safe rate/reset was not determined. The pump was replaced to continue therapy. The explanted date was requested but not provided. The pump would not be returned as it was reported as lost.